Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap sleeve gastrectomy, a device was able to fire but failed to form a complete staple line at central part. A new device was used to complete the procedure. No patient injury.